Event description:
Customer was unable to change the cartridge due to an unknown error that appeared on the screen about an hour prior to the malfunction. Blood glucose level did not exceed 500 mg/dl as a result of this issue. Technical support arranged for a replacement pump and provided instructions for placing the pump in storage mode. Customer was instructed to return the defective pump using a pre-paid label within 10 days and to use mdi as backup therapy to ensure continued insulin delivery.